Event description:
Patient was revised to address leg length discrepancy. Update: (B)(6) 2012 - litigation papers were received. They allege that patient suffered from excessive metal ion levels. They also provide the lot number for the adapter sleeve. Complaint was reopened to add the cup and make the femoral head reportable.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.